Event description:
It was reported that the dexcom g7 cgm would not connect to the ilet mobile app while glucose values were visible in the dexcom app, leading to loss of cgm readings on the ilet and a dosing stops soon notification; troubleshooting included turning off bluetooth, verifying pairing code, waiting after pump restart following a firmware update, toggling g6/g7 selection, deleting and reinstalling the app, and plans to restart the phone and forget and re-pair the device. Symptoms included no cgm data on the ilet despite sensor function on the dexcom app. Outcomes included interruption of automated insulin dosing on the ilet until cgm pairing is restored. Investigation included guided device reboot, firmware update, software reinstallation, bluetooth settings review, and device re-pairing steps. Investigation of this case revealed a pairing and configuration issue between the dexcom g7 and the ilet mobile app, with the pump functioning after restart and the cgm operating in its native app, indicating a connectivity or configuration fault rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity factors affecting bluetooth pairing and app configuration.